Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported a blood glucose value of 445 mg/dl. The event involved product(s) 78893-01, mmt-431ag, mmt-1884, mmt-342g. Troubleshooting was not performed. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for 78893-01, mmt-431ag, mmt-342g. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08790 inches. Successfully downloaded history files and traces using thump.successfully uploaded pump to carelink.on the primary svn#: (B)(4) ss event date of 21-mar-2026, primary svn#: (B)(4) sap/complaint event date of 25-mar-2026 and related svn#: (B)(4) event date of 16-feb-2026, there were no unexpected alarm(s)/suspends recorded in the formatted history file.unable to verify daily total of basal/bolus and all insulin delivered on the primary svn#: (B)(4) ss event date of 21-mar-2026, primary svn#: (B)(4) sap/complaint event date of 25-mar-2026 and related svn#: (B)(4) event date of 16-feb-2026, listed on smartsolve due to insufficient data in the trace/history files.please see below for the date range listed in the formatted history file.the formatted history file lists data from (B)(6) 2026 to (B)(6) 2026.there was no data available to verify unexpected alarm(s)/suspends and daily total of basal/bolus delivery for the related svn#: (B)(4) event date of 27-dec-2025. There was no data available to verify unexpected pump error(s)/alarm(s) 1 week from the related svn#: (B)(4) event date of 27-dec-2025 in the formatted history file.in further review of the formatted history file 1 week from the related svn#: (B)(4) event date of 16-feb-2026, primary svn#: (B)(4) ss event date of 21-mar-2026 and primary svn#: (B)(4) sap/complaint event date of 25-mar-2026, these pump error(s)/alarm(s) were noted: power loss alarm was found on:(B)(6) 2026 11:03:48.000, (B)(6) 2026 11:03:57.000,(B)(6) 2026 07:24:27.000, (B)(6) 2026 07:24:35.000.insert battery alarm was found on: (B)(6) 2026 21:55:02.000,(B)(6) 2026 10:44:39.000,(B)(6) 2026 10:52:58.000,(B)(6) 2026 07:13:06.000.low battery alert was found on:(B)(6) 2026 17:31:00.000,(B)(6) 2026 10:43:00.000.pump error 23 alarm was found on: (B)(6) 2026 11:03:04.000,(B)(6) 2026 07:24:05.000.power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Old power management tool was used and there was no power data available for low battery alert.pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes.no unexpected low battery alert, pump error 23 alarm and power loss alarm noted during testing. Lostsensor1alert (780) was found on: (B)(6) 2026 11:30:00.000, (B)(6) 2026 06:06:00.000,(B)(6) 2026 00:45:00.000, (B)(6) 2026 03:05:00.000,(B)(6) 2026 08:29:00.000,(B)(6) 2026 07:53:00.000 to (B)(6) 2026 20:54:00.000,(B)(6) 2026 03:32:00.000, (B)(6) 2026 21:00:00.000,(B)(6) 2026 04:27:00.000, (B)(6) 2026 21:25:00.000,(B)(6) 2026 22:07:00.000,(B)(6) 2026 02:30:00.000, (B)(6) 2026 03:18:00.000,(B)(6) 2026 01:05:00.000, (B)(6) 2026 01:48:00.000.lostsensor2alert (781) was found on: (B)(6) 2026 22:33:00.000,(B)(6) 2026 02:38:00.000.sgcalibrationerror (776) was found on: (B)(6) 2026 18:12:04.000.sensorerroralert (801) was found on: (B)(6) 2026 22:04:55.000.the pump was programmed with a test guardian link (4) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿.no lost sensor alert, sg calibration error, sensor error alert or unexpected sensor errors or anomalies were noted during testing.pump error 63 alarm (linenumber: 5932 filenumber: 632) was found on: (B)(6) 2026 08:08:47.000.pump error 63 alarm (linenumber: 5932 filenumber: 632) was confirmed according in the formatted history file, suspected on hw. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.15 mv). The pump was received without a battery. The pump was received without a battery cap.the molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4).the test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/low bgs.however, pump error 63 alarm (linenumber: 5932 filenumber: 632) was confirmed according in the formatted history file, suspected on hw. For additional information regarding the tests performed refer to (B)(4)¿ appendix e.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.